Event description:
Patient receiving feeding via feeding pump in crib at home. Patient became entangled in feeding pump tubing with subsequent cardiac arrest likely due to strangulation from tubing. Ref report: mw5160983.